Event description:
It was reported that the customer had a sensor glucose verssus blood glucose differences on the insulin pump. The customer blood glocuse level was 122 mg/dl. The troubleshooting was performed the customer was advised monitor the issue. The patient was advised if issue continues to call bakc with insulin pump data or pump upload. The customer was advised to contrck us whey tney having any issues with the sensor, so we can troubleshoot right then and there.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed for high readings.